Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 01:31:46. During night drain cycle six, the patient's ultrafiltration reading was 2444ml, indicating the home patient (hp) drained 1564ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased peritoneal volume event was identified in an event history log review. The cause was determined to be use error of setting the tidal total ultrafiltration removal too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.